Event description:
It was reported the pt had an increased recharge burden, and was recharging the ipg every other day. A review of the program parameters indicated the recharge burden was premature. The pt reported she was using the stimulation at a low amplitude due the recharge frequency. Follow up found the pt was reportedly recharging for 8 hours a day. The physician planned to replace the ipg at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.